Event description:
It was reported that the patient presented for follow-up with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were caused by of far r wave over-sensing. Programming interventions were made. The patient was stable.